Event description:
It was reported that the bd posiflush¿ normal saline syringe label information was incorrect. The following information was provided by the initial reporter: lot# 2249294 batch numbers do not match.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 9616657-2023-00001 was sent in error. The lot number was listed on the outside of the shipping box, not the packaging is not considered to be a reportable malfunction. MFR#: 9616657-2023-00001 is void as a result.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe label information was incorrect. The following information was provided by the initial reporter: lot# 2249294 batch numbers do not match.